Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not working. The pump did not recover the fluid as it should. Fluid loss was noted, although it was not determined where the source of the leak was. The cavernous body could be dilated, but there was fibrotic tissue so a smaller device was implanted. A new inflatable penile prosthesis was implanted. No additional patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not working. The pump did not recover the fluid as it should. Fluid loss was noted, although it was not determined where the source of the leak was. The cavernous body could be dilated, but there was fibrotic tissue so a smaller device was implanted. A new inflatable penile prosthesis was implanted. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak and pressure tested, and examined using a microscope. Cylinder 1 had tool sharp damage closest to distal end of the body, which most likely occurred during explant. No pressure test was performed for cylinder 1due to the explant damage. Cylinder 2 had no leak and passed the pressure test that was performed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leaks were found however contamination was found within the pump therefore, the pump was unable to undergo functional testing. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested, and examined using a microscope. Both cylinders had wear at a fold on the bodies. Cylinder 1 had a hole from wear at a fold at the center of the cylinder body however, it passed the pressure test as performed. Cylinder 2 had no leaks and passed the pressure test as performed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested; no leak was found. The ms pump was functionally tested and did not pass the inflation (2) and activation (2) test. Based on the information available and analysis results, the fluid loss was unable to be confirmed and device issue related to the fibrosis was unable to be confirmed. The reported pump issue was confirmed and contributed to the reported mechanical clinical observation.